Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup therapy and received instructions on how to handle the return of the faulty pump. Technical support sent a replacement pump and ensured that the customer was aware of the necessary steps to program the new pump and connect it to their continuous glucose monitor.